Event description:
It was reported that stent damage occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified internal carotid artery. A 10.0-31 carotid wallstent was selected for use. During preparation, the stent did not fully deploy and stent damage occurred. The stent was not implanted. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D4: lot number was reported as 3560023; however, this is not a possible lot number for this device. Detailed product information, patient details, and device status were not provided to boston scientific. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Manufacturer narrative:
D4: lot number, expiration date, unique identifier (UDI) #: updated. H4: device manufacture date: updated. Device evaluated by MFR: a carotid device was returned for analysis. A visual and tactile examination identified an outer sheath kink approximately 300mm distal from the distal end of the t-body. The device was returned with the stent partially deployed on the delivery system. The investigator deployed the stent without any issue. No damage or issues were noted with the deployed stent. There was no issues noted with the stent cups or stent holders. This concludes the product analysis.

Event description:
It was reported that stent damage occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified internal carotid artery. A 10.0-31 carotid wallstent was selected for use. During preparation, the stent did not fully deploy and stent damage occurred. The stent was not implanted. The procedure was completed with another of the same device. There were no patient complications as a result of this event.